Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that inappropriate anti-tachycardia pacing occurred due to supra ventricular tachycardia (svt) which was inappropriately detected as ventricular tachycardia (vt). Undersensing of p-waves on the atrial lead also contributed to the inappropriate anti-tachycardia pacing. The atrial sensing sensitivity was reprogrammed along with reprogramming of the device. The atrial lead and the device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.